Manufacturer narrative:
Device passed the displacement test but a33 alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to a33 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had compromised force sensor system alarm during fill tubing. Customer's blood glucose level was unknown. Customer reported that the insulin pump was not dropped or bumped and the drive support cap appears to be normal. Customer reported that during seating the force sensor did not detect the reservoir. Customer was advice to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.